Manufacturer narrative:
(B)(4). Insulin pump received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08710 inches. No unexpected excessive no delivery alarms occurred during testing and the no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Unit received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had an unexplained high blood glucose and was hospitalized on (B)(6) 2017. They were treated for diabetic ketoacidosis. The customer¿s blood glucose level at the time of the hospitalization was 450 mg/dl to 460 mg/dl. They were wearing the insulin pump at the time of the hospitalization. The patient experienced vomiting, fatigue, and soreness as symptoms of their hyperglycemia. They were given an insulin drip. When they were released she reconnected the insulin pump and got a no delivery alarm. Troubleshooting for the insulin pump was not completed. The customer¿s current blood glucose level was 389 mg/dl. The device was returned for analysis.